Manufacturer narrative:
(B)(4). Date sent: 10/18/2019. Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? Please provide anatomical structure and corresponding color reload used. Does the surgeon routinely wait 15 seconds prior to firing? Was buttressing material used? Does the surgeon pulse fire or use one continuous firing stroke? Were any difficulties experienced with device during initial procedure? Did the patient have any preexisting comorbidities that may have contributed to event? Can a timeline of events be provided? What is the current patient status?

Event description:
It was reported that the doctor was performing a jejunostomy with a plee60a stapler, with white, blue, green and black reloads and the doctor experienced an obstructing clot at the j-j anastomosis. This required several operations and the near death of the patient.